Event description:
Patient had successful implant of a bifurcated device, a proximal cuff, and a limb extension in 2006, good seal at end of procedure. During several follow up visits (including the most recent in 2008), CT revealed a persistent endoleak, however, unable to determine whether a distal type I endoleak or a type ii. The following month, the patient was brought in to treat the endoleak with a limb extension. Final angio showed a persistent type ii endoleak stemming off of a large lumbar vessel. Pt will most likely be scheduled for a coil embolization of the lumbar vessel at a later date.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specifications prior to release. Patient's large lumbar vessel and operational context contributed to the event.